Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the trunk-ipsilateral leg component was advanced on the patient's left side. Reportedly the patient's right side was not long enough to land the ipsilateral leg. The patient's left common iliac artery was reported as extremely tortuous. An 18fr. Sheath was advanced. The main body of the trunk-ipsilateral leg component was successfully deployed. No resistance was noted during deployment. Reportedly the device landed short of the landing zone distal to the patient's renal arteries. The trunk was reportedly reconstrained in an effort to push the device up to the planned landing zone. It was reported that the device would not move up, and that upon further attempts the mid section of the trunk main body began to compress into itself due to the force of pushing up. No further attempt was made to move the device up. The contralateral leg gate was cannulated and the contralateral leg component was successfully deployed with no reported issues. The ipsilateral limb was then deployed down to the patient's iliac with no reported issues. Resistance was noted upon attempted removal of the trunk -ipsilateral leg component delivery catheter. Force was used to remove the delivery catheter, and reportedly the delivery catheter finally released after some time and was able to be removed. It was reported that the handle and catheter were successfully removed over the lunderquist wire, but that the leading olive tip and a portion of the lumen where the olive tip is bonded had torn away. The leading olive tip and attached lumen remained on the lunderquist wire. It was reportedly suspected that the separation of the delivery catheter was due to the angle of the patient's proximal aortic neck. The angle was reportedly unavailable. It was reported that terarecon medical imaging viewing solutions was not used during case planning for this patient, so visualization of the anatomy was not ideal. It was also suspected that the introducer sheath being placed in a tortuous iliac at an unknown angle, and the delivery catheter being at a different angle caused interaction during attempted removal which led to the delivery catheter separating. The lunderquist wire was removed with the olive tip and remaining lumen attached. No portion of the catheter remained in the patient. The lunderquist wire was replaced with another. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Results code 2 updated. H.6. Results code 2: code 3252 - the device evaluation showed the following: the leading end is detached from the rest of the device, and the stiff guide-wire is still inserted inside the guide-wire lumen. The polyimide length of the detached section is approximately 11cm from the base of the olive. The olive is still attached to the polyimide and appears to be intact with no visible defects. The severed end of the polyimide was visually inspected. The polyimide appears to have been fractured. The other end of the fractured polyimide can be observed at the mid-olive transition. Based on the findings from this evaluation, the physician¿s observation that the handle and catheter were successfully removed over the lunderquist® wire, but that the leading olive tip and a portion of the lumen where the olive tip is bonded had torn away and remained on the lunderquist® wire, was confirmed. The separation appears to be a fracture of the polyimide at the mid-olive transition of the catheter. The observation that resistance was noted while attempting to remove the delivery catheter could not be confirmed. Because the device was deployed and implanted, the physician¿s observations that the device landed short of the landing zone and that while the trunk was reconstrained in an effort to push the device up to the planned landing zone, the device would not move up, and that upon further attempts the mid-section of the trunk main body began to compress into itself due to the force of pushing up could not be confirmed. The instructions for use (IFU) state that the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: adequate iliac / femoral access infrarenal aortic neck treatment diameter range of 19 ¿ 32 mm and a minimum aortic neck length of 15 mm proximal aortic neck angulation of less than or equal to 60° iliac artery treatment diameter range of 8 ¿ 25 mm and iliac distal vessel seal zone length of at least 10 mm. The warnings and precautions section of the IFU also states that ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr - 18 fr vascular introducer sheath. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and re-intervention. The likely cause for the fractured guidewire polyimide lumen could not be determined with the available information; however, the angle of the patient's proximal aortic neck, the patient¿s extremely tortuous left common iliac artery, and the force used to remove the delivery catheter could have contributed to the event. H.6. Conclusions code 1 updated. H.6. Conclusions code 2 added. H.6. Conclusions code 2: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: adequate iliac / femoral access infrarenal aortic neck treatment diameter range of 19 ¿ 32 mm and a minimum aortic neck length of 15 mm proximal aortic neck angulation of less than or equal to 60° iliac artery treatment diameter range of 8 ¿ 25 mm and iliac distal vessel seal zone length of at least 10 mm. The IFU also states that ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr - 18 fr vascular introducer sheath. Warning - do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and re-intervention.